Manufacturer narrative:
Deroyal industries requested return of the device and received it on november 11, 2024. Two samples were returned for evaluation and were stress tested. Both samples were observed to have no signs of collapse and performed as required. To further try to determine the cause of collapse, the port inside the outer shell was plugged only allowing vacuum to come from the lid. When this happens, the liner collapses inside the outer shell and does not allow for suction. When used properly with both ports, the pressure from outside and inside the liner reach an equilibrium and prevent the liner from collapsing. An inventory check was also performed on (B)(4) items in stock and all were acceptable. Risk analysis and corrective and preventive actions were also reviewed with no issues found. (B)(4). Root cause: because no issues were found in production nor with the returned samples, the root cause was unable to be determined. Potential root cause: during testing it was found that when the inner liner port is closed off and unused, the liner will collapse inside the shell. However, this could not be confirmed to be the cause of the failure in the hospital. Corrective and preventive action: no corrective or preventive actions taken as the root was unable to be confirmed. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility reported, "canister are used by anesthesia for suction for patient care. Canisters are collapsing in the patient room. Delays caused by need to change the canister during procedures." Deroyal industries requested return of the device but it has not yet been returned. This investigation is not complete at this time. No further information is available at this this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "canister are used by anesthesia for suction for [patioent care. Canisters are collapsing in the patient room. Delays caused by need to change the canister during procedures."